Manufacturer narrative:
It was reported to abbott a patient underwent an unrelated surgery and the ipg was placed in surgery mode. A rep used a clinician programmer (cp) that had been paired to the patient¿s ipg before. Tse had the rep restart the cp and complete a bluetooth chip reset. Ipg s/n populates but when tapped: "cannot connect to generator: a problem was found with the generator that could not be repaired." The ipg could not be recovered. The cp logs confirmed the ipg was in service app mode. No intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated the patient underwent surgical intervention on (B)(6) 2025 wherein the system was explanted to address the issue.